Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of bronchospasm requiring hospitalization. On (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, after the 24th activation was conducted, the patient experienced a bronchospasm. The patient was hospitalized and treated with prednisolone, and the remainder of the procedure was aborted. The patient also experienced respiratory chest pain during the conscious sedation procedure and was treated with paracetamol and alfentanyl during the procedure. The patient's medications were changed to tramadol, and diazepam. Post procedure. Reportedly, the patient's chest pan is a continuing event. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient's bronchospasm was considered to be resolved. Pre-bronchodilator: fev1: 1.78, fev1 % predicted: 57.00, fvc: 1.99, fvc % predicted: 55.00. Additional information received on 16feb2016. On (B)(6) 2015, the patient's chest pain was considered to be resolved. Additional information received on 14jun2016. The event of bronchospasm was non-serious and no hospitalization occurred. The subject was given medication. Systemic corticosteroids were administered: osc prednisolone 80mg.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchospasm requiring hospitalization. On (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, after the 24th activation was conducted, the patient experienced a bronchospasm. The patient was hospitalized and treated with prednisolone, and the remainder of the procedure was aborted. The patient also experienced respiratory chest pain during the conscious sedation procedure and was treated with paracetamol and alfentanyl during the procedure. The patient's medications were changed to tramadol, and diazepam. Post procedure. Reportedly, the patient's chest pan is a continuing event. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient's bronchospasm was considered to be resolved. Pre-bronchodilator: fev1: 1.78, fev1 % predicted: 57.00, fvc: 1.99, fvc % predicted: 55.00. Additional information received on 16feb2016: on (B)(6) 2015, the patient's chest pain was considered to be resolved. Additional information received on 14jun2016: the event of bronchospasm was non-serious and no hospitalization occurred. The subject was given medication. Systemic corticosteroids were administered: osc prednisolone 80mg. Additional information received on 18jul2016: the update received on 14jun2016 was made in error by the site. Ae1 (bronchospasm) remains serious and required hospitalization.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bsc bt registry clinical study. This complaint is being reported based on the event of bronchospasm requiring hospitalization. On (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, after the 24th activation was conducted, the patient experienced a bronchospasm. The patient was hospitalized and treated with prednisolone, and the remainder of the procedure was aborted. The patient also experienced respiratory chest pain during the conscious sedation procedure and was treated with paracetamol and alfentanyl during the procedure. The patient's medications were changed to tramadol, and diazepam. Post procedure. Reportedly, the patient's chest pan is a continuing event. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient's bronchospasm was considered to be resolved. Pre-bronchodilator: fev1: 1.78, fev1 % predicted: 57.00, fvc: 1.99, fvc % predicted: 55.00. Additional information received on 16feb2016. On (B)(6) 2015, the patient's chest pain was considered to be resolved.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Study source: (B)(6) registry clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(6) registry clinical study. This complaint is being reported based on the event of bronchospasm requiring hospitalization. On (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, after the 24th activation was conducted, the patient experienced a bronchospasm. The patient was hospitalized and treated with prednisolone, and the remainder of the procedure was aborted. The patient also experienced respiratory chest pain during the conscious sedation procedure and was treated with paracetamol and alfentanyl during the procedure. The patient's medications were changed to tramadol, and diazepam. Post procedure. Reportedly, the patient's chest pan is a continuing event. On (B)(6) 2014, the patient was discharged from the hospital. On (B)(6) 2014, the patient's bronchospasm was considered to be resolved. Pre-bronchodilator, fev1: 1.78, fev1 % predicted: 57.00, fvc: 1.99, fvc % predicted: 55.00.